Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that all five wires of the proximal coil were fractured at 24 cm from the connector pin due to clavicular crush.

Event description:
It was reported that both leads were fractured. The leads were replaced.